Event description:
A malfunction on the pump was reported by the caller, which caused the customer¿s blood glucose level to exceed 500 mg/dl, reaching 567 mg/dl. The customer addressed the high blood glucose by administering a correction injection via multiple daily injections (mdi) and did not require additional incapacitated assistance from a third party. Technical support provided information on how to reset the pump, assisted with the reset, and confirmed that the malfunction code did not reappear after resetting.